Manufacturer narrative:
(B)(4). The device has been returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a metal impactor broke intra-operatively upon impact during a procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Corrected: d4 (lot information); updated: d4 (UDI); h2; h3; h4; the device has been returned for analysis, and an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.